Event description:
Customer reported aviva system blood glucose result of 90 mg/dl, felt symptoms of hypoglycemia which she self-treated. Reported 244 mg/dl within 10 minutes on the aviva system. Customer reported symptoms abated, did not treat or act on 244 mg/dl. No adverse event reported. A request was made for the return of the system, replacement was sent.